Event description:
The one touch sure step meter was reading inaccurately low. Readings were "49 mg/dl", "31 mg/dl", "57 mg/dl", "82 mg/dl", and "22mg/dl" on the reported meter. The time difference for the results was not provided. The patient did not have any symptoms at the time of the occurrence. The patient contacted a medical professional for advice. The patient was unable/unwilling to supply information on any treatment that was received. The healthcare professional did not have the supplies for troubleshooting and states the patient was not cleaning the meter according to the owner's booklet. The healthcare professional was walked through cleaning the meter and how to do a control solution test. The meter started prompting error 5. The control solution was expired and error 5 continued to appear. Issue was not resolved through troubleshooting. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is indication that the product malfunction and that the event meets the criteria for medical device reportable. The meter was replaced.